Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, after a successful deployment of the t1 implant of one (1) fast-fix 360, the t2 implant got stuck on the second deploy. T1 implant was successfully removed from the patient with the help of tweezers. The procedure was resumed, after a surgical delay less than or equal to 30 minutes, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. The needle assembly is bent and fractured. The needle tube is broken where it meets the overmold assembly. Bio debris is present. A functional evaluation was performed on the returned device and found no functional testing can be conducted since there is damage hindering the inspection/evaluation. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include the application of unintended, inappropriate, or excessive force during device use, and user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.